Event description:
A (B)(6) male patient's doctor contacted zoll customer support to report several arrhythmia alarms. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (arrhythmia alarms) has been confirmed. Upon evaluation, there was an open pulse wire in between the distribution node (dn) and ECG b. The cause of the alarms is the open pulse wire. The root cause of the open pulse wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the open wire. The patient received a replacement electrode belt.